Event description:
It was reported that the customer experienced an issue with the t:slim x2 pump battery not charging, despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried alternative charging methods that did not resolve the issue, prompting technical support to replace the pump. The customer continued to use the pump for insulin therapy.